Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock latch arm; however the evaluation was unable to determine when or how the cuff lock latch arm became bent out of specification. (B)(6) was returned assembled with the pump cable fully intact. The white tunneling adapter was returned attached to the pump cable in-line connector. The modular cable, sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was returned disengaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock was returned disengaged with the latch arm visibly bent up and inwards towards the main body of the lock. After cleaning, visual inspection of the returned components under a microscope revealed small scratch marks on the latch arm and the side of the pump consistent with the use of a tool when opening the lock. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that only the latch arm was deformed. Dimensional analysis of the cuff lock, sealing ring, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. Engagement testing was performed using a test apical cuff. The cuff lock moved easily; however, the bent cuff lock latch arm prevented full engagement of the locking mechanism due to the latch arm coming into contact with the cuff lock cover plate. This evaluation was unable to determine exactly when or how the cuff lock latch arm became bent. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly (production order 55883937). The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during lvad implant after connecting the pump to the apical cuff, some blood leak was observed between the ring and the pump. The cuff-lock was fully inserted and closed without appearance of the yellow marks. The physician used the unlock tool to disengage the pump. The cuff-lock was difficult to open. The pump was disengaged from the apical cuff and it was observed that part of the purple lock was broken and bent. The back-up implant kit was opened and the pump was replaced. There was no leak between the apical cuff and the pump and all looked well. The surgery was completed, and the patient was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.